Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on and displayed a spinning symbol. A field service engineer inspected internal connections in the e compartment and reviewed network settings, finding no abnormalities. All windows firewalls were disabled, and the station was communicating normally, though with intermittent slowdown. Replaced the network cable and discovered the wall socket was loose, with the cable smashed into it. Installed a new network cable and advised the customer to have facilities replace the damaged network port. Station functions remain usable, with occasional login slowness likely caused by the port issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on and station had a spinning symbol. Customer tried unplugging and replugging the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.